Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿alarm not working.¿ the unit was triaged and the customer¿s reported condition was confirmed; the unit alarmed on the start-up screen, but not on the volume control screen. The front panel was removed and the main pcba was removed. A component was observed to have bent pins. The component consists of operational amplifiers through which both the buzzer volume and frequency signals travel. Signal was applied across the terminals of the buzzer. While applying the signal, the buzzer sounded. Therefore, the buzzer itself was functional. The root cause of the reported symptom was the component of the main pcba having bent pins from excessive damage due to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer states alarm not working.